Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. The customer's blood glucose reading was 61 mg/dl at the time of incident. Troubleshooting found that the battery contacts and cap were not damaged. It was also found that after the battery was removed for 10 minutes and reinstalled, the pump did not turn on. Customer was advised that a new battery cap would be provided to them to rule out any possible issues and to call back if cap does not resolve the problem.